Event description:
The locking pin was extremely hard to move. It was totally out of character of the normal movement of the pin. We notified resource nurse and ethicon. The device was sent to the manufacturer for evaluation.